Manufacturer narrative:
To date, there is no data suggesting a direct link between any inherent aspect or feature of the pump and the development of chondrolysis. Although there are no randomized well controlled clinical data associating the use of local anesthetics (with or without vasoconstrictors such as epinephrine) with the subsequent development of chondrolysis of any human joint and the etiology of that condition remains unknown and believed to be multi-factorial; there have been case reports and some animal and in-vitro studies suggesting a possible connection between continuous administration of certain local anesthetics (with or without vasoconstrictors such as epinephrine) and the development of chondrolysis. The use of thermal/radiofrequency devices, various dyes and solutions, mechanical injury to cartilage, osmolarity, biodegradable sutures, sub-clinical infection, age, surgical intervention, over tightened joints and various other physician/patient factors have also been reported as potentially contributing to or causing chondrolysis. Current literature notes that the term ¿chondrolysis¿ has been inconsistently applied to varied levels of joint cartilage injury/damage/disease including focal chondral defects revealing a lack of consistency in diagnostic criteria and making etiological determinations challenging. Many of the cases reported in the literature and to the company may be misclassified and are better explained by etiological factors commonly involved with traumatic and other forms of osteoarthritis. Device evaluated by manufacturer? Device discarded.

Event description:
On or about (B)(6) 2019 stryker received a report that a patient was diagnosed on (B)(6) 2016 with post arthroscopic glenohumeral chondrolysis as a result of the stryker pain pump. There is no documentation to confirm use of a stryker pain pump.

Event description:
On or about july 31, 2019 stryker received a report that a patient was diagnosed on (B)(6) 2016 with post arthroscopic glenohumeral chondrolysis as a result of the stryker pain pump. There is no documentation to confirm use of a stryker pain pump.

Manufacturer narrative:
This correction is being filed to update outcomes attributed to the adverse event.